Manufacturer narrative:
The abutment and abutment screw type is unknown. The abutment and the fractured portion of the screw were not returned. However, the returned implant was inspected. There was damage observed on the implant threads, internal hex and on the seating surface. Visual inspection confirmed the fractured condition. The screw was broken off inside the implant; it was seen through visual inspection where the depth of the threads has been blocked. The lot number for the abutment was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any non-conformances or rework activities that would cause or contribute to the condition reported. A definitive root cause has not been determined.

Manufacturer narrative:
This device was not returned to the manufacturer. The device implant was returned september 17, 2015.

Event description:
The dentist reported the abutment fractured.